Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 2764739. All information has been consolidated into this report. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ red particles observed on the surface of the shell.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted.

Event description:
The device has been explanted.